Event description:
It was reported that the customer was having problems with the insulin pump. The caller stated that her son was eating dinner and he entered his carbs, then he was eating for the count down and the device gave him an error. The mother attempted to press the escape and active buttons as the device asked, but then it took him to rewind mode. The mother changed right away the infusion set.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).